Event description:
Customer reported receiving a no delivery alarm on the insulin pump when attempting to change the reservoir. Through troubleshooting it was noted that the insulin pump was working as designed. Customer's blood glucose reading at the time of the call was 413 mg/dl and has treated with an injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.